Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing date for this device is unavailable. During pre-repair assessment performed by technician, functional testing was performed and revealed the motor seized. Parts were replaced. Unit was repaired and returned to the customer on 04/01/2013. Placeholder.

Event description:
The customer reported that the device suddenly stopped working during surgery. The device did not work even after redoing all of the connections. This is report 1 of 1 for complaint #(B)(4).